Event description:
While the surgeon was using the intuitive surgical, davinci vessel sealer, the blades would not fully retract. A new instrument was then needed. Diagnosis or reason for use: laparoscopic robotic radical prostatectomy.